Manufacturer narrative:
The reported event of could not remove the atrial lead from the header was confirmed. Analysis revealed the atrial setscrew had been over-torqued and over-tightened by the physician. When trying to untighten the over-torqued setscrew the wrench being used stripped the setscrew inset because the setscrew was now stuck and could not be removed. Special tools were used in the lab to untighten the setscrew. The stuck atrial lead could then be removed with normal force. The over-torque of the setscrew is a user related anomaly.

Event description:
During attempted implant, p wave amplitude variation and high capture threshold were observed on the right atrial (ra) lead. The ra lead could not be removed from the header of the device. A different ra lead and a different device were successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.